Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of "hi" (>600 mg/dl) and 146 mg/dl within 10 minutes on the advantage system. The customer reportedly washed his hands between the tests. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter , comfort curve test strip lot number 549605, expiration date 04/30/2008.